Event description:
Per complaint (B)(4), a dental implant was stripped during initial placement. The procedure could not be completed. Osteopenia was also reported. Placement will be attempted again in approximately 6 months.